Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in device outer surface, flat creases, wear abrasion and one curved opening at the edge of the stable base to shell bond area on posterior 1 location. A microscopic analysis and leak test were performed which identified that the curved opening had a sharp pattern. A dimension measurement in the shell was performed which identified the thickness within specification. The measurement of the opening is 12 mm. Based on the device analysis the final assessment is an opening with a sharp pattern at the edge of stable base to shell bond area assessed as an unidentified (tear) opening.